Event description:
Healthcare professional reported left side infection, drainage, edema, erythema, warmth, and mild tenderness to touch. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ infection (early onset): unable to observe since it is not related to the device. ¿ drainage: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of infection and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and drainage.

Event description:
Healthcare professional reported left side infection, drainage, edema, erythema, warmth, and mild tenderness to touch. The device has been explanted.